Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had unknown disconnection. The event has occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: abnormal image, corroded electrical contacts and faulty cable. A definitive root cause could not be identified. Based on the results of the investigation, the definitive root cause of the reportable malfunction is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.